Event description:
The customer reported the balloon leaked during intubation and a proper seal could not be made. It was reported "they tried to deflate but it was not possible to deflate" (captured in MDR 9681900-2019-00024). The patient desaturated and the tube was removed. The patient was successfully re-intubated with another tube. The patient's condition was reported as "fine".

Manufacturer narrative:
(B)(4). The product code originally reported by the customer was incorrect. The correct product code was identified when the sample was returned and it was discovered that this product is not sold in the us; thus, MDR# 9681900-2019-00023, submitted on 07/25/2019, should be retracted.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the balloon leaked during intubation and a proper seal could not be made. It was reported "they tried to deflate but it was not possible to deflate" (captured in MDR 9681900-2019-00024). The patient desaturated and the tube was removed. The patient was successfully re-intubated with another tube. The patient's condition was reported as "fine".